Event description:
The customer's mother called and reported that customer received a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 273 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence, as there was no fresh battery to put in. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarm was noted. The pump passed the basic occlusion and displacement test. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, and cracked battery tube threads.